Event description:
The intra aortic balloon was inserted into the pt on 4/8/98 at 3:45 pm and removed on 4/13/98 at 3:45 pm. The intra aortic balloon did not malfunction. The pt had a fever and thrombocytopenia. The pts platelet count dropped from 165,000 to 90,000 and the temperature spiked to 103.7 and remained elevated between 100 and 102 degrees f. Preliminary blood cultures showed gram positive cocci. The pt refused blood products for religious reasons and was stable so the intra aortic balloon was removed. The fever subsided within 24 hours after the intra aortic balloon was removed. The intra aortic balloon was not returned to datascope. (Event complications: infection/thrombocytopenia - reported 6/16/98.) (Pt's current status: discharged-reported 6/16/98).